Event description:
Pt undergoing cardiac catheter procedure. While trying to coil embolize left 1 ma to close collaterals the coil would not dislodge from the catheter. After repeated attempts to dislodge coil, it was moved to the right femoral artery and snared. Attempts to removed with the snare were unsuccessful. Pt taken to or for removal of coil.